Event description:
It was reported that during a da vinci-assisted surgical procedure, the tine of the harmonic ace instrument broke. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the harmonic ace instrument was broken but not completely detached, remaining loosely attached to the device. No fragments fell into the patient. The instrument was inspected prior to use, with no damage observed, and the issue occurred during a dissecting task. The surgeon attributed the breakage to poor product quality. The instrument had been used once before the issue arose, and no functionality problems were noticed during the procedure. There was no collision with other instruments, and no photographic or video evidence is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a broken blade at the grip base point of the grip¿s location. A piece measuring approximately 10.19 mm x 2.02 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.